Event description:
Reportedly, during a follow-up on (B)(6) 2015, pacing failure of the subject device was observed (p/r wave amplitude was 3.4mv and lead impedance was 500ohms). During re-intervention, blood was confirmed in the is-1 port. After re-positioning of the lead, connection of the lead to the subject device increased the threshold level from 0.7-0.8v/0.4ms to 3-3.25v/0.35ms. Consequently, the subject device was replaced and should be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Additional x rays were provided. They confirmed that the ventricular lead had protruded beyond the connector block. It also confirmed the reported ventricular lead dislodgement.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, pacing failure of the subject device was observed (p/r wave amplitude was 3.4mv and lead impedance was 500ohms). During re-intervention, blood was confirmed in the is-1 port. After re-positioning of the lead, connection of the lead to the subject device increased the threshold level from 0.7-0.8v/0.4ms to 3-3.25v/0.35ms. Consequently, the subject device was replaced and should be returned for analysis.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, pacing failure of the subject device was observed (p/r wave amplitude was 3.4mv and lead impedance was 500ohms). During re-intervention, blood was confirmed in the is-1 port. After re-positioning of the lead, connection of the lead to the subject device increased the threshold level from 0.7-0.8v/0.4ms to 3-3.25v/0.35ms. Consequently, the subject device was replaced and should be returned for analysis.